Event description:
It was reported that the lead exhibited high impedance, elevated r waves, and high threshold in several attempted lead positions. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported complaint of high impedance, sensing anomaly, and high threshold were confirmed in the laboratory due to the helix being in the retracted position and clogged with dried body fluid. The lead was cut in the field. Normal coils continuity and intact inner insulation were measured for both returned parts of the lead. The helix could be fully extended and retracted on a short length of lead. Impedance could not be measured because the lead was cut in the field. No anomaly was found.